Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information source: phone.

Event description:
Customer reporting testing sars false positive 4 times over the last year. Customer states they have been negative by pcr and other rapid antigen tests. Report 1 of 4.